Event description:
Healthcare professional reported a vascular occlusion in a patient after using an obagi dermal filler the previous day. Clinical description: occlusion, tissue necrosis signs, decreased blood supply. Already attempted intervention: 5 ml hylenex (hyaluronidase) administered without resolving the obstruction. Patient returned for additional hyaluronidase injection to resolve the occlusion. After the second injection of hyaluronidase (unknown amount), the occlusion was resolved.

Manufacturer narrative:
Filler was injected and is not accessible for return. On- or off-label use could not be assessed. The first administration of hylenex hasn't resolved the obstruction. Since an additional treatment was necessary to resolve the ae and a correct time span between the occurrence of the event and it's improvement cannot be verified, the case is classified as imdrf f1205. No additional information is available to date of this report.